Manufacturer narrative:
Date of event: estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip ntr/xtr system instructions for use, is a known possible complication associated with mitraclip procedures. All information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and due to posterior leaflet flail. The mr appears to be due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to <1. One week later (date unknown), during a follow-up visit, echocardiogram was performed, noting the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 3. A second clip was planned for (B)(6) 2020; however, the patient got sick with fever, unrelated to the mitraclip; therefore, the procedure was canceled. The procedure will be rescheduled for when the patient is in stable condition. No additional information was provided.